Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately low compared to another device (freestyle). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 9:01pm. The patient reported obtaining a blood glucose reading of "85 mg/dl" with the subject meter and a "hi message" on the other device, performed more than 30 minutes apart. The time difference between the tests exceeds lfs's criteria for a valid comparison. The patient informed the csr that she does not take any medication to manage her diabetes and claimed she took more food and drink at 8:00pm as a result of the alleged inaccuracy issue. The patient stated that she became she became "drowsy and confused" at 8:56pm, 5 minutes prior to obtaining the alleged inaccurate low result. The patient claimed she was treated with insulin by the emergency medical services at 9:40pm when a "hi" meter message was obtained on the doctor's device; this message appears when the meter detects blood glucose greater than "500 mg/dl". During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by a health care professional after the alleged meter issue began.